Manufacturer narrative:
The pump user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received an altitude alarm. Reportedly, the customer was swimming in a pool with pump. Blood glucose level was not impacted. Reportedly, the customer cleared the alarm and resumed pump therapy.